Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to slightly loose drive support disk also, alarmed a21 after battery change due to faulty component on the interface board. The insulin pump operating currents are within specification and passed self-test, rewind, basic occlusion test and displacement test. No motor error alarms or a33 alarms noted and the motor was tested outside the device and passed, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system alarms and a motor error alarm. The customer's blood glucose was 288 mg/dl at the time of incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.